Manufacturer narrative:
Findings: unit received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with broken belt clip slot. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 107 mg/dl. The customer stated that the device would not let her do anything after clearing the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.